Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that during explantation, a broken nail and fixation screw were observed. No patient impact was reported. Report 1 of 2.

Manufacturer narrative:
Device evaluation: visual inspection of the returned unit confirmed the reported issue with the nail being bent and fractured at one side of the intercalary slot. A definitive cause for the fracture is unknown but the location and nature of the fracture is consistent with mechanical bending/material fatigue caused by excessive patient weight bearing activities. Device records review: review of the device history record for the nail confirmed that it met all of the required quality inspection and release criteria. Label review: "...warnings: the precise bone transport system cannot withstand the stresses of full weight bearing. The patient should progressively weight bear and use assistive devices as directed by the physician."..."patients should utilize external support and/or restrict activities as directed by the physician until consolidation occurs."..."metallic implants can loosen, fracture..."

Event description:
No additional information was provided.